Event description:
One device was returned for analysis. Evaluation found the downstream occlusion (dso) seal was delaminating and the upstream occlusion (uso) seal was buckling/dented, which are reportable malfunctions. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. No service history was found within last twelve months. No relevant errors/alarms were found in event log. Visual and functional testing was performed. The upstream occlusion (uso) seal was buckling/dented, the downstream occlusion (dso) seal was delaminated, and the air in line detector (aild) was dented. The uso seal, dso seal and aild were all replaced.